Event description:
It was reported that this right ventricular (rv) lead was exhibiting diminished r-wave amplitude measurements as well as oversensing of noise. Intermittent loss of capture was also observed on the rv channel. Testing of the rv lead was able to reproduce noise with arm maneuvers. For now, no changes have been made and the rv lead remains in service. No adverse patient effects or harm were reported. This event will be updated should additional information be provided in regards to programming changes and/or a revision procedure involving this rv lead.